Event description:
It was reported that the guidewire tip detached. A rotawire and wireclip torquer was selected for use in the 90% stenosed and heavily calcified right coronary artery. During the procedure inside the patient, the physician pulled the rotawire backwards. The rotawire tip detached. Another rotawire and wireclip torquer was selected and the same issue occurred. The tip detached when the rotawire was pulled backwards. Maneuvers were attempted to remove the device fragments. Ultimately, the detached tips were stented into the vessel. The procedure was completed with a different guidewire. There were no adverse patient effects and the patient was in good condition post procedure.